Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found the optic and haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -15.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
G3 - date received by manufacturer corrected to 23-sep-2020 in the inital MDR. Claim#: (B)(4).